Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire technical support representative will repair the device. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported belavista1000 us having a black screen failure. Furthermore, there was no patient associated with the event. The customer confirmed that the unit was for demo unit to another representive and he was advised that it had a black screen when they returned it.

Manufacturer narrative:
. Results of investigation: the suspect device was returned for investigation. However, vyaire medical was unable to determined the exact root cause as the issue is no longer reproducible. Most likely it is due to epc - black screen problem during use. Although the reported issue was not duplicated, this is isolated to a defective main electronics pcba, user interface controller (epc). Vyaire technical support representative replaced the device with new mainboard.